Manufacturer narrative:
Medwatch sent to FDA on 10/16/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of ecchymosis: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported having a patient that was injected with unspecified juvederm in the tear troughs. Patient has "bruising that has persisted 4 weeks after injection." No information was given if any treatment provided. Symptoms are ongoing.